Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant, there was high threshold noted on several sites. The lead was replaced. No patient complications have been reported as a result of this event.